Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) delivered a bolus without instruction. A bolus of 1 unit was delivered while the patient was sleeping and the blood glucose value was already 81 mg/d at the time.